Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was also reported that undefined cartridge errors occurred. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue usb port loose/damaged was verified. However based on the analysis, the alleged cartridge issue could not be verified.